Event description:
Blood glucose measured 491 mg/dl back to back with a result of 86 mg/dl performed within 5 minutes of each other. No treatment was received or actions were taken as a result. A request was made for the return of the suspect product and replacement product was sent.